Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for low tidal volume had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm for low tidal volume had occurred. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 24jul2024, 31jul2024, and 07aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.